Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was present. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed. During the bav the valve dislodged. It was reported that rapid ventricular pacing was not used during bav and caused the balloon and valve to dislodge from the native aortic annulus. Subsequently, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.